Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer advised that she changed the battery on the pump and went through about 7 different batteries and the display did not return. Customer just set the pump down and the display return on its own. Customer declined any troubleshooting at this time and advised to call us back if it happens again. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 451 mg/dl.